Manufacturer narrative:
Device evaluation is not needed as the event is related to the vns procedure and not the device itself.

Event description:
It was reported that the patient had developed an infection in his surgical site after implant surgery. Explant surgery occurred. Device history record for the generator and lead were reviewed and both devices were hp sterilized prior to distribution. No additional relevant information has been received to date.